Event description:
The complainant reported a patient in myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, a peel away was left in for antegrade stick. The doctor tried advancing the repo sheath into the peel away from securement, but this stopped flow down the antegrade access. So, the repo sheath was pulled back and locked with a stat lock. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.